Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a left vats/lobectomy. When removing the first reload an additional calibration sound was heard. The second reload was put on the device and all the lights indicated it was loaded correctly but the blue (close) button would not close the jaws and instead would articulate the jaws on one direction. When the reload was removed and placed back on the same event occurred. The adapter was removed and placed back on, the same event occurred. The battery was then removed and replaced and the handle indicator light was flashing with a solid blue indicator light on the side. The same event occurred with two new batteries. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, both reload worked/ functioned fine with manual handle. Downgraded to not reportable.